Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was 442 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer was assisted with troubleshooting and the device passed the test functions. The customer returned the product for analysis.